Event description:
A single-toothed tenaculum was placed on the anterior cervix and held. The hysteroscope was introduced into the uterine cavity. The iud was noted to be embedded in the uterine wall. No strings were noted. The iud was first grasped and attempted to be removed. It was then that one side of the teeth of the grasper had broken off. A different grasper was then used to pull the iud down to the cervical canal. It was promptly removed.